Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, it was reported that the patient experienced necrosis at the magnet site, resulting in the decision to explant the magnet on (B)(6) 2018.